Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to a high blood glucose on (B)(6) 2020 with an unknown blood glucose value at the time of the incident. The customer reported their blood glucose would not go down and treated with the insulin pump and manual injections. The customer reported symptoms such as feeling weak, pain in the neck and shoulder, and believed something cardiac related was going on. The customer was hospitalized for stress cardiomyopathy and high blood glucose. The customer was wearing the insulin pump during the incident. The auto mode was active but eventually exited due to the high blood glucose. The customer also reported a discrepancy between the sensor glucose and blood glucose values. Sensor glucose was at 180 mg/dl and blood glucose was at 320 mg/dl. The customer declined troubleshooting for sensor issues. The insulin pump will not be returned for analysis.